Manufacturer narrative:
D10: concomitant devices: s316961 02-022-51-1013 truliant tib imp crc insert sz 1, 13mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 14 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, limited range of motion, and loss of mobility. Because of this, the patient has also reported having anxiety and emotional distress. A future revision procedure may be required. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The reason for the reported event in case: (B)(4) cannot be confirmed from the information provided, but may have been due to prosthesis wear or loss of range of motion. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.